Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 325 mg/dl. The mother also stated that there was moisture inside the insulin pump. The mother didn't have the insulin pump with her to perform troubleshooting. The mother asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.